Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report: 3006705815-2021-01920. It was reported that post device implant procedure patient experienced new pain at their left ankle and foot area and after one hour the patient reported pain radiating up to his left leg. Upon x-ray review, no abnormalities were observed. Patient received pain medication. Patient was admitted to the hospital for further imaging and the results were normal. Patient was discharged from the hospital on (B)(6) 2021. Patient had a follow up appointment a few days later and the pain issue was improving. No additional intervention was needed at this time. Patient was stable.